Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a button error alarm and a battery out limit. The customer's wife did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 342 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing however, the keypad traces was cleaned and used a test keypad overlay with keypad dome switches and the insulin pump was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to the insulin pump unable to prime. The insulin pump had normal operating currents and no unexpected battery out limit alarm noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.